Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jan-15, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient's medical history consists of failed back surgery syndrome, reaktion covid johnson and johnson vaccine, diabetes type 2,htn. Pt reports since getting covid vaccine cannot stand stim on. Her hands and whole body have spasms and tremors. The stim works well for her neck pain but april 7 she got vaccinated and her whole body has spasms and arms weak. She swears covid vaccine contributes. See neurologist and going to make appt with implanting doc. There were no intervention/actions that were taken to resolve the issue. The issue was not resolved at the time of the report. On 2022-01-19, additional information from the rep indicated that the cause of the issue was unknown. They noted that the patient is going to try to wear stim below threshold because it helps neck pain. They later noted that the patient's hcp is going to have the patient leave the stimulation off for a week to see if the issue resolved. An x-ray confirmed the leads have not moved. Additional information from the patient indicated that their ins was messing with their nerves. Pt said even when they turn their ins off, all of their nerves were "firing". Pt said this was causing trouble with walking and seeing. Pt mentioned hearing a pop in their neck and something with a neck surgery that didn't go well. Pt said if they rep was not able to reprogram the ins, they may need to have it removed. On 2022-01-27, additional information received. Rep checked on pt today. There is no reported difference with the stim being off for a week. She was going to her doctor today. Family doc and they are doing more tests to see what is wrong with her. On 2022-03-07, additional information was reported that the patient has been experiencing these symptoms since her covid shot (j<(>&<)>j). The patient had their therapy turned back on (march 16) after having it off for a while. All groups were tweaked and the patient said it felt great. The patient has a follow up appointment with a neurologist to address their symptoms likely related to the covid shot. On 2022-08-01, additional information was received from the patient reporting that they called their implanting hcp to get their spinal cord stimulator (scs) removed because their scs no longer provided pain relief since about 3 months ago. Pt said since the latest "bout of covid-19" they had a hot sensation on the back of the neck and down their spine towards the implanted neurostimulator(ins) and said the implant site was getting hot as well. Pt said the scs was "not functioning properly." Pt said they had "messed with the settings," but nothing seemed to work. Pt mentioned sleep difficulties related to the scs. Pt said their hcp told them to call medtronic to let medtronic know what they were planning on doing with their scs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Explant has not been scheduled yet. Cause not determined. Ins remains implanted.

Event description:
Devices were explanted and returned to manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), product type lead product ID 977a275, serial# (B)(6), product type lead product ID 97791, product type accessory product ID 97791, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(6):analysis information -- 2023-02-08 14:20:11 cst pli# 10 product ID# 97715 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.